Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a carotid artery intervention, the spider wire tip broke off. The physician dilated and stented the wire against the vessel wall. No injury to the pt reported.